Manufacturer narrative:
Medical products: metasul durom, component for acetabulum, uncemented, 54, 48, code n; catalog#: 01.00214.054; lot#: 2345976 therapy date: (B)(6) 2020. Event description: it was reported that the patient was implanted on (B)(6) 2007 and underwent revision surgery after 13 years 9 months in vivo on (B)(6) 2020 due to loosening of implant and femoral head collapse. The revision surgery was delayed by 45 minutes since the surgeon needed to remove the porous coating that remained in the acetabulum. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: two undated x-rays of the right hip in two different views were received for investigation. On both x-rays the collapse femoral head and neck thinning / necrosis can be observed. As a complete x-ray followup is not available, changes to the bone over time cannot be assessed. Images: one intraoperative picture was received which shows the situation when the cup was removed. On the picture it is visible that the coating is missing on the backside of the cup. When looking into the hip joint it is also observable that the porous coating is still in the acetabulum. Product evaluation: visual examination: the durom femoral component shows slight damage from the revision surgery, e. G. Nicks and coarse scratches. On the anchoring side, the remains of the cement mantle are still inside the femoral component. The cement mantle is irregular with a thickness less than 1 mm. The cement shows slight spongy structure, possible remains of bone and slight polishing. On the outer surface of the slim stem small polished areas can be observed. On the articulating surface of the femoral component slight scratches can be seen. The durom cup shows numerous fine scratches on the articulation side. The coating on the anchoring side is completely missing. The backside of the cup is polished. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR / ncr review: review of the device history records identified no deviations or anomalies during manufacturing. Review of the device history records identified that 2 parts scrapped due to dimension deviation. The ncr and DHR review showed that all released products met the specifications valid at the time of production. Conclusion: it was reported that the patient was implanted on (B)(6) 2007 and underwent revision surgery after 13 years 9 months in vivo on (B)(6) 2020 due to loosening of implant and femoral head collapse. The revision surgery was delayed by 45 minutes since the surgeon needed to remove the porous coating that remained in the acetabulum. The review of the x-rays revealed that the femoral head collapsed. This corresponds with the slight polishing found on the durom femoral component. The coating of the durom cup is completely missing and the backside of the cup is polished. As reported and shown in a received picture, when removing the cup, the coating remained in the acetabulum. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause for the collapsed femoral had may be multifactorial which contributing factors from the patient, surgery and device. Therefore, an exact root cause could not be identified for the reported event. Based on the available information it remains unknown if the porous coating detached in vivo or during the revision surgery. It can only be assumed that the coating was well anchored into the bone. Based on the investigation it remains unknown why it came to the detachment of the coating. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to loosening of implant and femoral head collapse. The surgery was delayed by 45 minutes as the surgeon had to remove the porous coating that remained in the acetabulum.